Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500 model: sc-2218-50 serial:(B)(6). Batch: 21323424/21323426 UDI:(B)(4).

Event description:
It was reported that all components were explanted due to inadequate stimulation. No further information has been obtained despite good faith efforts.